Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: although it was reported that hemostasis was achieved using the suture of the device, the evaluation of the returned device does not match the reported event. Reportedly, the wrong device may have been returned. The analysis of the returned device found that approximately 2 inches of monofilament was exposed at the guide and the needle tip was still attached to the rail end. The plunger, cuffs and link were not returned with the device, limiting the scope of this investigation. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff. There was no needle strike mark on the posterior foot. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. Possible contributing factors for needle deflection that results in the posterior cuff miss include, but are not limited to manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected. It was reported that the right common femoral artery was moderately calcified. The proglide instructions for use states: the safety and effectiveness of proglide have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. Whether this contributed to the reported experience is undetermined. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint-handling database did not reveal any other similar incidents reported from this lot. There does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was achieved using a perclose proglide device after a diagnostic cardiac catheterization procedure. Reportedly, after the needles were deployed successfully, the device came out with the feet deployed. There was no difficulty during removal of the device. Hemostasis was achieved with the sutures of the perclose proglide device. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.